Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received compromised force sensor system alarm. It was reported that the customer's pump was out of warranty and could not be replaced. It was reported that the customer was advised to contact their healthcare provider to receive new pump. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to moisture damaged inside the force sensor resistor. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to a33 error alarm. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window and missing the end cap sticker.